Event description:
A distributor reported finding during inspection, a rt106 breathing circuit missing a connector.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The returned device was visually inspected for missing connectors. Results: a connector was missing in the breathing circuit. A lot check showed this to be the only complaint device received in this lot for a missing connector. Conclusion: the connector had been omitted during production packing. Our monitoring and trending of missing or wrong components in breathing circuits has a rate of occurrence of 45 ppm worldwide in the last year to december 2008.